Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed and required return to surgery. The mynx closure device was used in the right femoral artery emergent revascularization. The mynx rep was contacted. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) failed and required return to surgery. The mynx closure device was used in the right femoral artery emergent revascularization. The mynx rep was contacted. Attempts to obtain additional information could not be performed as there was no contact information provided. The device will not be returned for evaluation. The reported event of ¿mynxgrip system-unknown device incident¿ could not be confirmed as the device was not returned for analysis and pictures of the device were not received; therefore, the exact cause of the mynxgrip failure experienced by the customer could not be determined. Additionally, without further information on the malfunction that was experienced, it is not possible to determine what factors may have contributed to the issue and the reported subsequent surgical intervention. At this time, it is unknown if the sealant was deployed into the vessel or removed with the device. The need for surgical intervention after use of a vcd is a known potential complication and is listed in the instructions for use (IFU). However, without further information on the surgical intervention performed, many factors may have contributed to the need for surgical intervention, such as patient factors and handling factors. According to the IFU, which is not intended as a mitigation, it warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also cautions, ¿mynxgrip should only be used by a trained licensed physician or healthcare professional.¿ based on the information available for review, there is no indication that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.